Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead dislodged. It was also reported that after re-positioning "it was impossible to completely unscrew the tip." The lead was not implanted and a different lead was successfully used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found that the lead was returned damaged, with the helix bent. If information is provided in the future, a supplemental report will be issued.